Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several shocks. Review of the stored electrograms showed noise on the rv lead and the r-waves had decreased.